Manufacturer narrative:
On 22-dec-2022, mentor received additional information about the event. The patient¿s explanted left breast prosthesis was replaced with a mentor memorygel xtra breast implant 595cc gel breast prosthesis. On 05-jan-2023, mentor received additional information about the event: - an updated event date of 10-nov-2020 was reported. - the patient race is white. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 595cc gel breast prosthesis developed baker grade IV capsular contracture in her left breast post implantation. The capsular contracture was diagnosed via a physical exam. As a result, the patient underwent unilateral explantation and replacement with an unspecified mentor gel breast prosthesis on (B)(6) 2021.